Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is prosthesis wear and acetabular loosening and a combination of risk factors specified: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Per a report from the legal department the patient had a hip replacement on (B)(6) 2020. Approximately 1 year and 3 months after the initial procedure the patient had a hip revision on (B)(6) 2021. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation. Concomitant medical product: (B)(6) 101-45-20 - 4.5mm drill bit 20mm, (B)(6) 122-65-20 - 6.5mm acetabular bone screw 20mm, (B)(6) 164-03-10 - element-stem, collared w/ha, std offset, sz 10, (B)(6) 170-36-00 - biolox delta femoral head 36mm od, +0mm, (B)(6) 180-01-58 - nv crown cup clstr hole 58mm group 3.